Manufacturer narrative:
Findings: pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and they were unable to bolus as a result of the buttons being unresponsive. Customer's blood glucose reading was 65 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was wearing the insulin pump while playing basketball. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.